Event description:
It was reported on an unknown day in (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. On (B)(6) 2026, the triclip had single leaflet device attachment(slda) from the septal leaflet. Recurrent mr of grade 5 was reported. Another triclip was implanted to stabilize the slda clip. The tr was reduced to grade 3 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.